Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers ((B)(6), (B)(6)) were returned for evaluation. No performance allegations were made against (B)(6). Review of the manufacturing documentation confirmed that the controller (B)(6) met all requirements for release. A review of (B)(6) ¿s device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. The returned controller ((B)(6)) passed visual inspection and functional checks. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) on (B)(6) 2024 at 09:00:32, and multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. In addition, log file analysis revealed that the controller was in use for more than two (2) years. One vad disconnect alarm was logged on (B)(6) 2024 at 11:05:11. Internal visual inspection did not reveal any anomalies. An in ternal inspection of (B)(6) revealed a crack on a standoff post within the controller housing. The crack is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 was opened to investigate cracks on the internal threaded posts with controller 2.0. Log file analysis revealed that this controller was not in use during the reported event date and most likely was a backup controller. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can led to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, th e recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. T he observed vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller likely due to a controller exchange. Additional products: d1: heartware ventricular assist system: controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2018 / serial or lot#: (B)(6) d9: yes, return date: 26-aug-2024 h3: yes h4: mfg date: 31-may-2017 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed a damaged case.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2024 at 09:00:32, and multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.